Event description:
The customer reported that during a gastric bypass, the device was being cleaned and a piece of the active waveguide disengaged from the device. The case was described as being long and the device has been used extensively. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.